Manufacturer narrative:
Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: a complete UDI# is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Section h3: the handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a thermal injury to the cornea occurred during a surgical procedure. The incident involved dr. (B)(6), who experienced a phaco burn and used a suture to close the incision. The event log suggests that the surgeon may have mistakenly believed he was on the quadrant setting but was actually on the sculpt setting. This caused the healon 5 in the eye to plug the phaco tip, resulting in insufficient vacuum and tip heating. Following the incident, the patient was re-evaluated and found to have an intraocular pressure of 12, with edema limited to the incision area, a clear central cornea, a formed chamber, and improving vision. No further information provided. This is report 2 of 4.

Manufacturer narrative:
Section b3: in the initial report the date of event was reported as dec 12, 2024, however, the correct date is dec 9, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.